Event description:
The customer reported to olympus, the nozzle on the evis lucera duodenovideoscope was collapsed. During the inspection of the returned device, the adhesive part of the light guide lens was peeled off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The air/water nozzle was deformed. The water supply connector was loose. The adhesive part of the light guide lens was peeled off. Scratches were found on the distal end, insertion tube, switch one (1) button, switch box, control section, control body side cover, control body grip, universal cord, scope connector and on the boot on the scope connector side of the universal cord. The bending angulation was insufficient due to a stretched angle wire and the play of the angle knob was out specification due to the extension of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the collapsed nozzle likely occurred due to user applying stress to the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.